Manufacturer narrative:
Additional information: five cadd solis pumps were reported but only one serial number was provided (B)(4).

Event description:
Information was received indicating that at the end of therapy with smiths medical solis vip pump, patient returned to the facility with 20 cc remaining - total volume 140ml, rate 3.0 over 46 hours. The reporter indicated that the pump indicated the infusion was completed. No patient consequences were reported. No adverse effects were reported.